Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's lcd display cable was removed and returned. The cable was extensively tested with no discrepancies observed. The customer confirmed that after replacing the device's lcd display cable, the device is now back in service. The cable was scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's display intermittently blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.